Event description:
Patient had a burn after the ground pad was removed after an ablation procedure. The burn was a deep partial thickness burn. The pad was used with a generator by biosense webster, model m6853-06.